Event description:
Patient received micropulse transscleral cyclophotocoagulation treatment. Twelve days post treatment, patient still has a lot of pain, eye very inflamed. Bright red, fibrin in anterior chamber forming pupillary membrane. Eye pressure is 3 and vision down which may or may not be due to fibrin. This investigation is on-going.

Manufacturer narrative:
Iridex conducted a full investigation. Results found that device iq191159c was returned and evaluated by iridex personnel and concluded that the device tested within specification. Root cause could not be conclusively determined, but most likely potential cause could have been patient non-compliance. Through dialog with treating physician found that patient missed multiple follow up appointments, did not take prescribed medications as indicated and refused treatment. Iridex has been unable to obtain patient status as the patient did not go back to the treating physician for follow up appointments and has since moved out of state.